Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis. On an unreported date, the patient began treatment with extraneal 2l once a day and physioneal 40 1.36% 2l 3 times a day intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd), which was the patient?s prescription at the time of the event. Pd therapy was ongoing unchanged. On (B)(6) 2012 the patient experienced bacterial peritonitis, which did not require hospitalization. The cause of the peritonitis was not reported. Follow up information was received by a nurse which medically confirms this report. The patient is reported to be recovering.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed. The cause was undetermined. The user did not describe any types of use errors or other issues that might have caused potential contamination.